Manufacturer narrative:
Complainant name: (B)(4). Implant date: (B)(6) 2005. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2005 an unknown taxus stent was implanted in the ramus artery. In (B)(6) 2010, the patient presented due to stable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion#1 was a de-novo lesion located in the distal left circumflex (lcx) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion#1 was treated with direct stent placement using a 2.50mmx16mm promus element stent in an overlapping manner with the study stent in target lesion 2 with 0% residual stenosis. Target lesion #2 was a de-novo lesion located in the proximal lcx with 75% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25mmx20mm promus element stent in an overlapping manner with the study stent in the target lesion 1 with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with cardiac decompensation and was hospitalized on the same day. As a treatment, the patient underwent implantation of a drug eluting stent. The outcome of the event is unknown. Eleven days post procedure, the patient was discharged. In (B)(6) 2014, the patient was admitted for planned re-coronary angiography which revealed a long stretch of subtotal restenosis of unknown stent in first obtuse marginal (om1); 50-75% stenosis in lcx after junction with marginal branch; 75-90% severe diffuse sclerosis at the take-off of the posterolateral branch, previously placed unknown taxus stent no longer discernible but was confirmed to be patent. On the same day, the 75% stenosis in om1 was treated with placement of a drug eluting stent with 0% residual stenosis. Additionally, stenosis located in the right posterior descending artery (pda) was also treated. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on same day on antiplatelet therapy. In (B)(6) 2014, the patient's cardiac enzymes were elevated and an event of mi was reported. The patient was subsequently hospitalized and cardiac catheterization was recommended which revealed thrombotic occlusion of the stent near ostium of the ramus artery. On the same day, the 100% thrombotic stent occlusion (stent thrombosis) of the previously placed taxus stent (placed in (B)(6) 2005) located in the ramus artery was treated with reo-pro therapy and drug eluting balloon with 0% residual stenosis. Six days post procedure, mi and stent thrombosis were considered to be resolved without residual effects and the patient was discharged on same day.